Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that they set up the infusion for one hour however it infused in 10min. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be fair condition with the instrument seal intact. The only anomalies observed were that both iui connectors were slightly dull. Analysis of the pcu event log shows that at 11:26 am on (B)(6) 2016 the pump module was programmed for a basic infusion with a rate of 105ml/hr and a vtbi of 105ml. At 11:36 am, the device alarmed for air in line and was then channeled off. The volume recorded as being infused during this period was 18.49ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that (B)(4) units in a total volume of 102.65ml was programmed to infuse over 60 minutes at 105 ml/hr with a vtbi of 105 ml but instead infused over 10 to 15 minutes. Although the intended rate was reported to be 105 ml/hr a copy of the IV bag received was labeled to infuse over 2 hours at a rate of 51.33. The pump alarmed for air in line and the bag was found empty. There was no sign of leakage. The patient remained stable. There was no report of patient harm.